Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted on the proximal seal, and tearing was noted on the distal seal.

Event description:
During the procedure, air was aspirated from the sheath after transseptal puncture. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.